Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement because the device stopped working. Upon removal, a small hole in cuff was noticed and that caused a fluid leak in the system. No patient complications were reported.